Event description:
It was reported that during implant procedure, the stylet could not be introduced into the lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.